Manufacturer narrative:
The insulin pump was received with intermittent up arrow response due to corroded keypad traces. There was no button error alarm during testing. The following cosmetic damage was found on the device: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches to the lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that her insulin pump received button error alarms and that her keypad is generally unresponsive. Her blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. She was refilling the reservoir when the button error alarm occurred. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.